Event description:
It was reported that the product was implanted in the patient in 2006. Mesh is not having granulation develop and is remaining in a seroma/fluid pool. Piece of collmend was explanted/removed. Parastomal patch is the mesh having the granulation problems.

Manufacturer narrative:
A small specimen of the subject product has been returned and examined. It appeared that at least this small section of the product had not resorbed. There is no way for us to determine by examining the small section of the product returned why some of the product was not resorbed.